Event description:
Patient called to report left side "uncomfortable feeling", "infection based around lower incision", "pain", "progressively got worse", "waterfall", and "surgeon advised implant was not where it needed to be and was a result of previous capsular contracture." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Fi summary. With the information collected during the investigation, there is enough evidence to support that lot number 3557130 was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. One additional complaint was noted for devices sterilized under sterilization run 30039260. However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by abbvie was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. During the trend review of all gel infection complaints for the period of (B)(6) 2021 through (B)(6) 2023, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time. The reported events capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, "infection based around lower incision".